Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, part number rob10024, serial (B)(6) and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is internal hardware failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that after a successful calibration before a cori ukr procedure, the drill's sterility was compromised (B)(4) and a new drill was plugged in for use and calibrated. The new drill would not unlock for the bur (requires a command from the console to position itself to unlock or lock in the bur) (B)(4). They received a warning that they had a critical internal consul error. They had to reboot and recycle the power of the system for the new drill to be recognized and to clear the error message (complete shut down and reboot) (B)(4). No patient was involved at the moment. They were able to proceed without delays. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial (B)(6) and intended to be used for treatment, was not returned for evaluation. A visual/functional inspection cannot be completed as no device was returned for evaluation. The product was not returned however the case screenshots were downloaded from the device and provided for investigation. The naviosystem and xsession logs were not available to view. Screenshots confirmed the ¿system console is bad¿ error in the unlock drill screenshot in the setup workflow. An investigation into the cause of this error could not be completed because the appropriate log files were not able to be viewed. A known software issue is the likely cause of the ¿system console is bad¿ error that occurred while the drill was trying to unlock the bur. This error may be thrown in the bur loading stage and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A possible factor for the system console is bad error could be a known software bug that has been corrected and released in cori-v1.4.3 software. If the naviosystem and xsession log files for the date of the reported event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that a drill would not unlock for the bur (requires a command from the console to position itself to unlock or lock in the bur) . They received a warning that they had a critical internal consul error. They had to reboot and recycle the power of the system for the new drill to be recognized and to clear the error message (complete shut down and reboot). No patient was involved at the moment. They were able to proceed without delays. No other complications were reported.